Event description:
It was reported that the customer was experiencing inaccurate sensor readings. Customer stated that there was a large difference in sensor and blood glucose readings and the insulin pump goes to threshold suspend but his blood glucose was 78 mg/dl, 68 mg/dl. Troubleshooting was done. The customer was educated regarding sensor and blood glucose readings. Advised the customer the sensor would be replaced and to monitor his readings. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.